Event description:
While on runing test this ventilator have self triggering always , try to swop new set circuit and flow sensor and test flow sensor and tightness test then pass. But running test self triggering always. Into service software do full cal. , find on servo cal. That ppat zero not active by the value of ppat zero not change on the screen after turning ppat zero potentiometer. Try to swop new servo valve this g5 can use to be normally.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective ppat pressure sensor on the servo board. In consequence (correction) the servo module (includes the servo board) was replaced. There was no patient or user harm reported.